Event description:
Discordant glucose results were obtained on an advia 1650 for 2 patients. The results were reported to the healthcare provider(s). The patient samples were repeated on an alternate system and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the seal on the dilution out pump was leaking. The fse replaced the seal and checked system performance. The system was repaired and performed within specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on an advia 1650 for 2 patients. The results were reported to the healthcare provider(s). The patient samples were repeated on an alternate system and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the seal on the dilution out pump was leaking. The fse replaced the seal and checked system performance. The system was repaired and performed within specifications. No further evaluation of the device is required.